Manufacturer narrative:
X-ray of failure examined. Crack in plate confirmed. Implant was properly performed. The patient wrist fractured had not healed at time of failure. It is uncertain whether plate met its design specification since the weight of the heavy object patient lifted is not known. Standard warnings given to patients include instruction to avoid lifting heavy objects.

Event description:
A dorsal nail plate (dnp) fractured after 2 1/2 months post implant. Patient admitted to lifting a heavy object. No additional surgical intervention required since fracture was still properly fixed. Bone growth stimulation will be used to accelerate healing.